Event description:
Malfunctioning pump system for intrathecal baclofen showed evidence that the pump while working, was problematic at the level of the catheter - inserted in 1997. Catheter replaced in 1999 - not saved.